Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is still under evaulation. A follow-up report will be provided, as soon as investigation results are available.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in france: "overinfusion" according to the customer: "the diffuser was filled to 240ml for a 48h diffusion but it was found that the diffusion passed in 38h, no consequence for the patient. Preserved sample".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and empty easypump ii lt 270-54-s without packaging. Weight of the sample in received condition: 79.2 g. The following investigations were conducted: visual inspection: the received sample was taken to a visual inspection. After opening the big top cap and removal of the closing cone we detected no crystallized drug residues or medicine solution at the filling port (lli-cone) and at the patient connector of the sample. The white clamp was closed, and the patient connector (lla-cone) was closed with the original wing cap. Damages that would lead to a malfunction was not detected at the received sample. Functional inspection: afterwards, the sample was taken to a functional test respectively a leak test was carried out. Therefore, the pump was filled up to the nominal volume of 270 ml with nacl 0.9 %. After starting the pump, the pump is working immediately (solution was running). We detected no leak at the sample. Physical inspection: furthermore, the flow rate of the pump was tested. Nominal: 5 ml/h actual: 7.9 ml in 1 h 15.6 ml in 2 hrs; 145.6 ml in 26 hrs. The flow rate of the pump is within our specifications. Therefore, we consider the complaint as not confirmed. Device history record (DHR): reviewed the DHR for batch 20g07ge271, there is no abnormality and no such defect detected at in process and at final control inspection.